Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0505 captures the reportable event of balloon detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional and microscopic inspection found that the balloon had a pinhole located approximately at 47 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst and balloon detachment was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of a balloon burst. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. It is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Also, the balloon returned without any missing pieces. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the ampulla during an endoscopic retrograde biliary drainage (erbd)procedure performed on (B)(6) 2024. During the procedure, the balloon burst. It was reported that a piece of balloon was detached inside the patient and was successfully retrieved through ampullar dilation with an unknown device. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0505 captures the reportable event of balloon detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the ampulla during an endoscopic retrograde biliary drainage (erbd)procedure performed on (B)(6) 2024. During the procedure, the balloon burst. It was reported that a piece of balloon was detached inside the patient and was successfully retrieved through ampullar dilation with an unknown device. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.